Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment that the external pulse generator (epg) would not power on. It was determined on analysis that the external pulse generator (epg) battery shortening bar was corroded. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the external pulse generator subsequently tested out of specification during manufacturer's analysis.